Event description:
The facility representative reported a colleague infusion pump with failure code 810:04. It is unknown when this condition occurred. During service at baxter it was discovered that failure code 810:04 was caused by the ail pcb (air in line printed circuit board) was out of calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4).additional information: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).